Event description:
Patient was implanted with locking reconstruction plate and screws on (B)(6) 2011 with no void filler. On an unknown date, patient was eating a candy bar, and felt a 'pop' and returned to dentist. X-rays showed a broken plate at the location of the void. Patient returned to operating room on (B)(6) 2012, hardware was removed, patient was revised to similar plate and screws with iliac crest non-vascularized graft.

Manufacturer narrative:
The raw material and device history records were reviewed and were found to meet specifications. The raw materials was tested with a niton gun and passed specifications. There is evidence of severe and significant damage to the returned plate. Material type is correct. The hole length, the plate width and thickness were inspected and found to conform to specifications. Because of the missing pieces and of the current condition of the part, no further dimensional investigation is possible.